Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced, but was confirmed through review of the event history log. Evaluation found the upstream sensor to have low fluid readings due to cracks on the tail pins. The failed upstream sensor was replaced. Additional information: crack, low readings.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.